Event description:
The physician attempted to deploy a sprinter legend balloon in a very calcified lesion. It was reported that the balloon was inflated beyond the limit specified in the guidelines. The balloon burst. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (the device was pressurized beyond the recommended inflation pressure). Lesion morphology (lesion was very calcified). No results available since no evaluation was performed (device or procedural images not provided for review). Evaluation conclusions: device failure related to patient condition (lesion was very calcified). Unable to confirm complaint (device or procedural images not provided for review). User error contributed to event (the device was pressurized beyond the recommended inflation pressure). (B)(4).